Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A facility representative reported that following intraocular lens (iol) implant procedure, patient had blurry vision with glare, halos and headaches dis not improve with refraction. The lens was exchanged for an unknown monofocal intraocular lens after the initial implant procedure. Clinical reason was no improvement in vision with refraction. Additional information has been requested.